Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's heart rate dropped into the thirties when their right ventricular (rv) lead dislodged status post surgical removal of malignant melanoma. The rv lead also displayed dropped r-waves and intermittent capture. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.